Event description:
It was reported a lead/extension issue. The number one electrode seems to have been damaged upon passage through introducer. A different product was used as a result of this event. No diagnostic testing or troubleshooting was required. It was noted that the patient was alive with no injury as of reported event date. There was no symptoms or complication associated with this event.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hbhu, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va07he4, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis of the lead serial number (B)(4) reveals that the distal end was stretched.